Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter.

Event description:
Additional information reported the pump was used to deliver baclofen.

Event description:
It was also reported that during a routine pump replacement, on (B)(6) 2007, when the physician went to remove the connector from the pump, a broken suture of the 8709 was noted. Additional clarification information was requested which revealed there were no alleged issues with the catheter or anchor. The patient did not experience any symptoms as a result of the broken suture. At the time of the pump replacement, the pump segment was then replaced with an 8578. The patient was reported to have received effective therapy. Should additional information be received a supplemental report will be filed.

Event description:
It was stated that about 7 years ago when the previous pump was replaced, the catheter¿s connector at the time had ¿disintegrated,¿ so they added a ¿pigtail 8578.¿ if additional information is received, a follow-up report will be sent.

Event description:
The drug delivered in the pump was unknown.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).